Event description:
The customer reported the system is displaying a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended.